Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant is unknown. Currently the aneurysm is 62 x 54 mm in diameter. The lowest renal artery to the flow divider measures 45 mm. The left external iliac artery is heavily diseased. It was reported that the patient presented emergently with abdominal pain. It was noted that the device migrated 15 mm resulting in a type I endoleak due to continual dilation of the neck caused the original implant to loose seal. An endurant ii was successfully implanted. No additional clinical sequelae were reported and the patient is fine. A review of returned films 12-years post-implant revealed that the bifurcate was approximately 2cm below the renal arteries. The ipsilateral limb was placed into the right common iliac and the contra limb into the left common iliac. The limbs were crossed. The stent graft proximal od was 27mm, and the diameter of the proximal neck just below the renal arteries was 30mm. The neck was essentially straight. The max diameter aaa measured 6cm, and there was a type I proximal endoleak. Angiogram images during a secondary procedure showed that an endurant aortic cuff was placed approximately 2cm above the bifurcate. Coils were also placed securing the cuff to the aortic wall in 3 locations. Contrast injections post-implant were not seen in the films provided. Earlier post-implant films were not provided. The likely cause of the stent graft migration was disease progression; neck dilatation.